Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer's blood glucose was within range (value not provided).